Event description:
Six days post stent implant the patient underwent an angiography due to pain. The patient is taking pain medication every 4-6 hrs and is wearing a nitro patch constantly. The patient has also reported herniated discs and tooth aches.

Manufacturer narrative:
Evaluation results: inherent risk of procedure (reaction). Patient conditions - predisposed event (known nickel allergy). (Device not returned for evaluation). Failure to follow instructions (IFU indicates not to use in patients with a nickel allergy). (No results available since no evaluation performed) - device or procedural images not provided for review. Conclusion results: use error contributed to event (known nickel allergy). Inherent risk of procedure ¿ (reaction). Unable to confirm complaint (device or procedural images not provided for review). Failure to follow instructions (IFU indicates not to use in patients with a nickel allergy). (B)(4).

Event description:
It was reported that the patient had a resolute integrity rx drug-eluting stent implanted. Post procedure the patient experienced ch est and back pain. Patient has had a known allergy to nickel for over 20 years and it was reported that the implanting cardiologist was aware of this information going into procedure. No other clinical sequelae were reported for this event.